Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of an electrode and probe placement procedure. It was reported that the site was merging two exams in the software. While merging, the magnetic resonance imaging (MRI) tech sent another exam to the system and the system jumped back to the first task. When the representative tried to progress back to finish the merge, the software unexpectedly shutdown. The representative restarted the software and was able to continue on with the case without issue. There was a 5-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine known anomaly determination. Analysis found that the issue was found to be a known software anomaly. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.